Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the solenoid valve was malfunctioning which caused the leak from the reagent probe b, and the fse replaced the solenoid valve which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a leak which came from the reagent probe b of the unicel dxc 800 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.